Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that the pt had a photofractive keratatomy (prk) procedure performed. In a f/u, the surgeon reported the event will resolve with treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/27/2009, 04/20/2009, and 04/30/2009 by phone, fax, and mail. A completed questionnaire was received on 04/28/2009.